Manufacturer narrative:
It was reported that the ventilator alarmed for low o2 concentration. The ventilator was investigated on site by our field service engineer (fse) and the air gas module was replaced and returned for investigation. Simulated test use of the returned air gas module in a ventilator succeeded the pre-use check , it was not possible to reproduce any issue. However, during the gas module test system, it was noticed that there was spikes in the breathing curve. This failure was caused by a sticky membrane on a nozzle unit inside the air gas module. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release. The cause for the membrane stickiness cannot be established.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. Manufacturer ref. #: (B)(4).